Event description:
An implant warranty and registration form was received for the patient's full revision. It was stated the patient had high impedance at the surgery. The patient stated he rides a bmx bike and so it is suspected that he probably fell from the bike and injured the lead, however there is no specific incident of the patient falling and high impedance being seen directly after this that was reported. The patient's generator and lead were replaced. The generator was replaced prophylactically and the lead was replaced due to high impedance. The surgeon visualized a fluid in the lead and a possible break. The explanted generator and lead were sent to pathology, and the hospital is noted to be a no-return site and therefore the devices will not be returned for analysis. The patient's explanted devices have not been returned to livanova. No additional relevant information has been received to date.

Event description:
A report was received that a patient has high impedance after multiple system diagnostics. It was stated the patient is being referred for full revision. Though surgery is likely, no surgical intervention has been reported to date. No additional relevant information has been received to date.